Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2020. Access was obtained in the femoral artery and the target location was the uterine artery. An unknown 0.035 inch wire guide was used during the procedure. At the end of the procedure, as the catheter was being removed, it became stuck. Access was obtained in the other groin and a snare was used to grasp the tip of the catheter and straighten it to allow for removal through the original access point. The anatomy was normal. The patient was not harmed. It is unknown if the puncture site was enlarged.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. As reported, during embolization of the uterine artery, a beacon tip torcon nb advantage angiographic catheter became stuck in the patient. As the user attempted to pull the device from the patient, it was unable to be removed and became tangled in the aorta. Additional access was obtained in the patient's "other" groin and an unknown snare was used to straighten and remove the catheter. Additional information was received 07aug2020. Access was obtained in the femoral artery and the target location was the uterine artery. An unknown 0.035 inch wire guide was used during the procedure. At the end of the procedure, as the catheter was being removed, it became stuck. Access was obtained in the other groin and a snare was used to grasp the tip of the catheter and straighten it to allow for removal through the original access point. The anatomy was normal. The patient was not harmed. It is unknown if the puncture site was enlarged. A review of the complaint history, documentation, drawing, instructions for use, manufacturing instructions, quality control data, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of relevant manufacturing documents was conducted and concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU) supplied with the device provides the following information to the user related to the reported failure mode: precautions: ¿manipulation of the catheter requires fluoroscopic control¿ and ¿if resistance is encountered during manipulation, stop and determine the cause before proceeding any further.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during embolization of the uterine artery, a beacon tip torcon nb advantage angiographic catheter became stuck in the patient. As the user attempted to pull the device from the patient, it was unable to be removed and became tangled in the aorta. Additional access was obtained in the patient's "other" groin and an unknown snare was used to straighten and remove the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.